Event description:
After pipetting an hcv assay on summit the technician noticed that no sample/no reagent was added to wells a9 to a12. No error was generated by the summit. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00464004.